Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed and it was observed that the top cover was damaged and battery latch lock was bent. A review of the autopulse archive was performed which showed that no user advisories occurred on the reported event of (B)(6) 2015, however multiple ua 45 codes (not at "home" position after power- on/ re-start) were seen on (B)(6) 2015. During a functional check, the driveshaft was found to be stuck causing the reported ua 45 to occur. The driveshaft was freed, however, this did not remedy the issue. Therefore, further evaluation was performed which identified that the drivetrain motor needed to be replaced, in order to remedy the issue. Following replacement of the drivetrain motor, the platform was passed functional testing. Based on the investigation, the part(s) identified for replacement were the top cover, battery latch lock, and drivetrain motor. In summary, the reported complaint was confirmed during archive review as well as functional evaluation. The reported complaint can be attributed to the drivetrain motor not functioning properly. Following service, including replacement of the drivetrain motor, the device passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll (B)(4) for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse® platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message that was unable to be cleared, due to the drive shaft being stuck. No patient involvement was reported. No further information was provided.